Manufacturer narrative:
This lead was electrically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific crm received information that the right atrial (ra) lead exhibited impedance measurements less than 100 ohms and was unable to pace at maximum outputs. The auto capture feature in the device was programmed to 5.0v due to fusion. A ra lead fracture was suspected, so the device was programmed to vvi 55 bpm. No adverse patient effects were reported.